Event description:
It was reported by service report that the bed has no power due to a damaged power cord, the side rail was not locking in the up position and nurse call cable was loose.

Manufacturer narrative:
Docker cable;sidrail glide bushings.